Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead was not able to pace after placement. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of pacing issue was confirmed. A full lead was returned for analysis. Analysis found internal short near connector region, which was caused by the over-torqued inner coil, consistent with procedural damage. The cause of the reported event was isolated to the procedural damage found in the connector region. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.